Event description:
The facility reported a colleague infusion pump with a damaged battery alarm. This problem was identified upon power up in the biomed service department. During evaluation of the device by baxter personnel, it was determined that this alarm may have interrupted delivery. There was no patient involvement, injury or medical intervention necessary. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of the colleague infusion pump with a damaged battery was confirmed and duplicated. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: a service history review revealed that the device has been previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).